Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury is most likely patient condition related since the patient was bleeding from mouth and nose. Sepsis: the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella 5.5 support was bleeding from the mouth and nose requiring heparin to be on hold. Additionally, the patient appeared to have sepsis. The impella was removed, and sepsis was treated. The patient survived.